Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No consequences or impact to patient. The device was returned for evaluation. The product analysis is currently underway. Method: no testing methods performed. Results: results pending completion of evaluation

Event description:
It was reported that the doctor stimulated the muscle with this device but it didn't react on more than one occasion. The doctor doesn¿t believe the muscle relaxant had any effect and noted stimulated parts were dry. The procedure was completed using other nerve monitoring equipment without further incident. There was no patient injury.